Event description:
The customer reported that the system displayed a precharge voltage error and would not boot up. There was no injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.